Manufacturer narrative:
The lot number was not provided; therefore, the device history record could not be reviewed. The device remains implanted. The instructions for use which accompanies each device stated in the adverse reactions section: ¿complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant.¿ the precautions section states: ¿postoperative bleeding may occur in some pts and must be controlled prior to pt release. The implant procedure requires diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, and any viscera, during introducer needle passage. Proper placement of the mesh sling implant at mid-urethra requires that it lies flat with minimal or not tension under the urethra.¿ (B)(4).

Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, has suffered serious bodily injuries including dyspareunia, has seen multiple physicians and has sustained permanent injuries.